Event description:
Healthcare professional reports left side capsular contracture baker grade iii/IV.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on 04/22/2019. Initial reporter email: (B)(6). Initial reporter mobile number: (B)(6). Initial reporter additional phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to confirm as it is a medical event not related to the device. Additional observations: deformation observed in the device. No further actions are required as the device was implanted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. Reason for reoperation: capsular contracture baker grade iii/IV.